Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The console emits different tones or sounds to indicate an occlusion or vacuum activity during operation. Occlusion tones, indicate the vacuum is near or at the preset limit and aspiration flow is reduced or stopped. There are 2 types of occlusion tones: an irrigation/aspiration occlusion tone, indicates an occlusion during aspiration only (no ultrasonic power). The tone is a lower, intermittent single beep. A phaco occlusion tone, indicates an occlusion during the application of ultrasonic power. The tone is a higher, intermittent double beep. The phaco occlusion bell, indicates there is no aspiration flow. Corneal thermal injuries are typically related to excessive heat generated by the phaco emulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. Phaco handpieces should be handled with care. They must be at room temperature and dry just before use. Immediately following surgery, handpiece should be thoroughly cleaned. When finished with the ophthalmic visco elastic device, ensure it is sufficiently removed. The thermal sentry feature helps to decrease wound heating effects by temporarily decreasing ultrasonic power level by monitoring power level and flow conditions. The sensitivity of this feature is adjustable to tailor the feature to individual technique and conditions. In manual small incision cataract surgery (msics), the occurrence of intraoperative complications is a recognized concern that can impact both surgical outcomes and patient safety. Msics is widely practiced as a cost-effective alternative for cataract extraction, especially in resource-limited settings where access to phacoemulsification may be limited. However, it is important to acknowledge that msics is not entirely risk-free. Complications during the surgery can arise due to factors such as surgeon experience, surgical technique, instrument handling, and patient-specific anatomical variations. Common complications encountered in msics include posterior capsule rupture, corneal burns, iris trauma, wound-related issues, vitreous loss, and anterior chamber hemorrhage. It is crucial for surgeons to have a comprehensive understanding of the background and potential risks associated with these complications. This knowledge allows them to proactively implement preventive strategies, optimize surgical outcomes, and prioritize patient safety during msics procedures. Ongoing efforts in the field of cataract surgery aim to improve outcomes by advancing surgical techniques, refining equipment, and enhancing postoperative care. Through research and innovation, the goal is to minimize complications and achieve optimal visual outcomes for individuals undergoing cataract surgery. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined as product was not returned, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during sculpt mode of cataract removal surgery in the left eye of an adult female patient with grade two nuclear sclerosis, the patient experienced corneal burn and it resulted in corneal opacity when used along with handpiece and console. As per surgeon, the trapped air bubbles in the sleeve that released into the anterior chamber after occlusion broke was what caused the issues. There was a slight fish mouth appearance but wound was sealed without sutures. No further treatment was planned at the time of report. The patient's issue was resolved. This report pertains to cassette involved in reported events.